Manufacturer narrative:
The investigation stated the issue was most likely caused by reagent carry over which can occur if there is insufficient gear pump pressure. Since the gear pump was replaced by the fsr, the customer has had no further issues. Reagent issues can be excluded since the repeat results were correct. An influence from any non-roche reagents being run on the analyzer cannot be excluded.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results from a trough sample and a peak sample from 1 newborn patient tested for gentamicin ii cedia gentamicin ii (gentamicin ii). Based on the information provided, the results from the trough sample were erroneous and reported outside of the laboratory. The trough sample was drawn at 12:37 a.m. And gentamicin was given to the patient. The result from this sample was 5.9 ug/ml. This result was reported outside of the laboratory at 3:05 a.m. The sample was repeated at 8:55 a.m. And the result was 0.9 ug/ml. The repeat result was considered to be correct. The peak sample was drawn at 2:50 a.m. And the gentamicin ii result at 8:55 a.m. Was 8.0 ug/ml. No adverse event occurred. No treatment was provided or withheld to the patient based on the results. The gentamicin ii reagent lot number was 73211182 with an expiration date of 11/30/2017. The customer mentioned that a similar issue occurred last month, but the manufacturer was not contacted and the customer currently has no results to provide from that issue. The field service engineer (fse) visited the customer site and identified an issue with the ultra sonic mixer (usm) cover. The cover was scraping cuvettes, generating dust. The fse adjusted the usm cover and the sample probe. The customer ran calibration and quality controls (qc) which were acceptable. A precision check was performed using pooled samples and passed.

Manufacturer narrative:
The field service representative (fsr) visited the customer site on 10/03/2016. A defective gear pump was identified and was replaced. The gear pump gauge was also replaced as it was defective as well. Instrument checks were performed and all were acceptable.

Manufacturer narrative:
The customer has had no further issues with gentamicin ii results.